Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown, and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a physician from (B)(6) of peritoneal cloudy effluent and suspected aseptic peritonitis in a patient following peritoneal dialysis (pd) with extraneal viaflex and nutrineal pd4 unknown bag therapies. This is one of multiple reports from the same reporter. On an unreported date, the patient developed peritoneal cloudy effluent and aseptic peritonitis was suspected. It was not reported whether the patient had an exit site or tunnel infection. Treatment was not reported. The outcome was reported as not recovered. Action taken with extraneal viaflex and nutrineal pd4 unknown bag were not reported. The reporter did not provide an assessment of causality for the peritoneal cloudy effluent and aseptic peritonitis.